Event description:
It was reported that there was oversensing on the ventricular lead. The lead also had low impedance and the impedance value varied. Noise was also observed on the lead. The mode of the associated device was reprogrammed until changeout. A chest x-ray reviewed that the lead was visibly damaged due to subclavian crush. The lead was capped and paced aair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.